Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event date when it was first identified is (B)(6) 2019. The event duration was from (B)(6) 2019 until (B)(6) 2019.the patient was hospitalized as a result of this event from (B)(6) 2019 until (B)(6) 2019.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after a glaucoma shunt implant surgery, the patient experienced an endophalmitis in the left eye. The patient needed a secondary surgery to remove the shunt and do a vitrectomy. The patient was put on medication treatment also. The symptoms has since resolved. Additional information has been requested.